Event description:
On (B)(4) 2012, a spontaneous report by an aesthetician injector was received from a company rep regarding a female (age not reported) who received an injection of restylane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine). Medical history, skin type, and concomitant medications were not reported. The pt received an injection (total volume not reported) of restylane-l on (B)(6) 2012 to the lips. Pre-procedure medications and add'l procedures performed at the time of implantation were not reported. On an unspecified date in (B)(6) 2012, after the implantation, the pt developed severe swelling and "later called the aesthetician injector." The pt subsequently went to the hosp for a severe allergic reaction to "something with restylane" (also reported as "tongue and lip were severely swollen"). No add'l info was provided. The lot number and expiration date for restylane-l were not reported. Company comment: the event of hypersensitivity has been assessed as unassessable as no testing or lab studies were performed.